Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (won't hold charge) has been confirmed. As received, the battery was unable to charge. The battery connector was physically damaged, which prevented the battery from connecting to a battery charger. The root cause for the damaged connector was physical abuse. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a patient's battery pack was unable to hold charge.